Event description:
It was reported that this implantable cardioverter defibrillator (ICD) logged several ventricular tachycardia (vt) episodes. Technical services (ts) was consulted and reviewed stored data, with oversensing of noisy signals noted. This device remains in service. No adverse patient effects were reported.